Manufacturer narrative:
(B)(4). A fracture of the outer coil filars was noted adjacent to the is-1 connector ring crimp region. This fracture is consistent with the observation from the field of high pacing lead impedance, loss of capture, oversensing, and inappropriate hv therapy. (B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to high pacing lead impedance, and inefficient pacing/sensing during a control test. The lead was exchanged and a new lead was implanted. The patient was stable post procedure.